Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report of defib fault 72 was duplicated and attributed to a faulty pace/defib (pd) engine board. The customer's report of the device failed elecrtical safety test was duplicated and attributed to the analog board. The device was returned to the customer labeled as not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message and failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.